Event description:
Patient reported that sutures did not absorb. The patient was seen by her attending gynecologist on multiple occasions since initial implant. The attending reportedly picked out suture fragments from the incision site.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate devices/events were reported. See 2210968-2007-00002, 2210968-2007-00114, 2210968-2007-00115, 2210968-2007-00116, 2210968-2007-00117, 2210968-2007-00118, and 2110968-2007-00119 for the other medwatch reports. The same patient is represented in each medwatch.